Event description:
During a checkup affected channels were noticed, it's unknown if the user had a trauma. Re-implantation surgery is considered but no date has been set.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a checkup affected channels were noticed. Further information received indicated that the user had a fall in kindergarten at the end of 2022, which involved a bloody nose. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a checkup affected channels were noticed, it's unknown the user suffered from a trauma. There were no changes in health or medication. Reportedly it's rather difficult to assess if there was a change in hearing performance with the device. Revision surgery is considered.